Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse checked the pdu (power distribution unit) and found that the software was lost due to the unexpected power outage at the hospital. To resolve this issue, fse reloaded the pdu software. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was not starting up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.